Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16550.

Manufacturer narrative:
H10: the device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with customer biomed and confirmed the unit powers on but with no display. The unit is able to ventilate. The customer tested the unit by installing an alternative power management (pm) board but the issue persisted. The unit could not power down until all power was removed. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 01/05/2023, 01/17/2023 and 01/25/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
It was reported the device has a power supply problem.